Event description:
It was reported that the doctor ordered indwelling catheterization for the patient due their medical condition on (B)(6)2022. The 16ch/fr foley catheter was moistened with iodophor disinfectant under aseptic operation. The insertion process was smooth, and the depth of insert was normal. A 30ml syringe was used to inject sterile water for inflation. After injecting 20ml, there was no urine drainage. There was negative pressure when the balloon was withdrawn with a syringe, and the water for injection in the balloon could not be drawn out. The doctor repeatedly pumped air and water, and it took nearly an hour to extract the liquid in the balloon and remove the catheter. It was found that the balloon of the catheter was folded, and the tube was blocked, resulting in the inability of urine to flow out and increasing the pain of the patient. After one hour of observation, it was found that the patient could urinate a little by themselves, and continued observation without indwelling catheterization again. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box..¿